Event description:
It was reported that bd unknown posiflush packaging breaks. The following information was provided by the initial reporter, translated from portuguese to english: during the market research, the nurse reported that "fragile plastic packaging [posiflush] that broke and lost the use of the product" and also reported "damage to the pic catheter due to lack of training in the correct use of the product [posiflush]". Question that generated the report. This interview was conducted via an online platform. The interviewee is a nurse who reported this complaint during the interview. Knowing this, we have sent all the information that was provided in this interview, we do not follow up on the interviewees, we only send the information provided during the interview. Could you please confirm number of patients affected? A: we don't have information on the number of patients affected, we only know that there were multiple patients. Could you please explain what is the exact issue happened? A: the exact problem that occurred is described in the verbatim, we don't have any more information than that. Could you please provide the material and batch number of the product? A: we can't supply the material and we don't have the batch either. Could you please share the photo samples related to this event? A: we don't have access to photo samples related to the event. Date of the event? A: we don't have the exact date of what happened, we only know the date of the interview and the time we collected the nurse's complaint (B)(6) 2024) how many products were affected, please confirm quantity? A: we have no way of confirming the total quantity of products affected. Has there been any harm to patients/healthcare professionals? A: we have no information about the damage to patients/health professionals. Is there any patient involvement, please confirm? A: we don't know how many patients were involved or which ones.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation: root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to complete an investigation. Complaints received for this type of device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.